Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for return to stock recertification evaluation. There was no patient involvement, and no harm or injury reported. Preventative maintenance was completed with component replacement completed as per maintenance schedule. Damaged and/or missing components requiring replacement were replaced. There were no significant errors noted in the error log. The device failed repair testing for active exhalation proportional valve - open. The device was returned to the technician for additional evaluation due to this failed repair test. No additional information is available at this time. A supplemental report will be submitted upon receipt of additional information.